Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to the customer's blood glucose level. During pump reset, the wake button was unresponsive. Reportedly, the customer had manual injections as alternate insulin therapy.